Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction,917:urge incontinence. It was reported that  the patient thinks the device has moved and that they currently have the ins turned off. The caller stated that the patient is needing a MRI , but they are afraid to turn the device on because " they don't want to fry her spinal cord". The caller stated that two months ago they were in a car accident and the handset/tm90 were in the vehicle during the time of the crash. The caller stated that they just got out of the hospital and the patient is needing the handset and tm90 for the MRI. Email sent to repair to replace the handset/tm90.